Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the tubing was layered incorrectly. The product was not changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device. It appears that the root cause of the event is due to incorrect layering of the pack. Terumo will review layering and line placement for the next build of this pack, and add photographic images of layering to the specification. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).